Event description:
Suture was cut and both ts left in the pt unsupported. There were different lot#'s fastfix devices available.

Manufacturer narrative:
Device was not returned for evaluation. (B)(4).